Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section d9, returned to manufacturer, of the initial medwatch report indicated: 11/21/2022. Section d9, returned to manufacturer, of the initial medwatch report should have indicated: 11/01/2022.

Event description:
It was reported to ventec that the device would continuously reboot by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).